Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down and restarted on its own. The customer also reported that after the cns powered up, the software started rebooting itself. After the initial troubleshooting performed on site, the customer believed that their uninterrupted power supply (ups) was failing. The customer stated they would pull and send in the log files for nihon kohden (nk) analysis, but the logs were never received. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The device was not returned for physical evaluation and functional analysis. This device was first installed at the facility in 10/2008. Log files from the cns were not provided. Since the unit was not returned for evaluation, the root cause cannot be determined. Due to the age of the complaint, additional information cannot be made available. Due to the age of the device, the most likely root cause for this issue would be normal wear and tear. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni, serial #: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) shut down and restarted on its own. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down and restarted on its own. The customer also reported that after the cns powered up, the software started rebooting itself. After the initial troubleshooting performed on site, the customer believed that their uninterrupted power supply (ups) was failing. No patient harm or injury was reported. The customer will pull the event files to send in for further analysis. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns and is the device that experienced the failure: ups: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) shut down and restarted on its own.